Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), an unidentified piece of a device entered the patient. The lesion was located in the common bile duct (cbd). Upon advancing the rx stent 10 x 7cm stent delivery system (sds) through the instrument channel of an unspecified duodenoscope, a sylet "simular to the one from an rx extraction balloon" came out of the duodenoscope into the patient. The physician had not used an rx extraction balloon during this procedure but thought that the sylet may have "come off another product from a procedure that was done at another time" and remained caught in the duodenoscope until it was pushed out by the rx stent. The sylet was removed using "scope suction". Another stent and duodenoscope were used to complete the procedure. The patient's status is reported as "fine". It was noted that the user facility is tracking the duodenoscope to obtain usage and patient histories.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filled.